Event description:
In preparation for planned surgery, and subsequent to intubation, it was noted that carbon dioxide was only intermittently present as registered on the end tidal carbon dioxide monitor. After intubation, the same phenomenon was observed and continued even after the third intubation. Oxygenation, however, remained about a 7, with no hemodynamic changes noted. Clinical signs suggested pneumothorax. After blowing into the circuit, showed low levels of carbon dioxide. Changing the flexible breathing circuit produced a dramatic change in ventilation. Inspection of original circuit showed a blockage which prevented expiratory function.